Manufacturer narrative:
MFR reference number (B)(4). The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacturer.

Event description:
It was reported to nuvectra that the patient experienced right heel pain following a trial lead implant. Subsequently, the trial leads were explanted.